Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubble in the tubing. Customer changed the infusion set and cartridge to resolve the issue. Customer's blood glucose (bg) was reported as high (value not provided) and ketone level was 1.2 mmol/l. Manual insulin injections were used to address elevated bg.